Event description:
It was reported that relion¿ insulin syringes were missing scale units. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the syringes are missing some numbers, the barrel feels rough. Both returned syringes were examined and one sample exhibited incomplete scale markings printed on the barrel and a cracked barrel. The barrel was observed to rough at the crack observed in the barrel. The remaining syringe exhibited a broken plunger rod. Samples were forwarded to manufacturing (holdrege) on 26oct2018 for further review. On 29oct2018, holdrege received two (2) loose 0.5ml. 8mm syringes from reported batch# 8057901. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. For the returned sample exhibiting a broken thumb-press (found inside the cap), no additional damage to the other components of this device were noted. Probable root cause for the broken thumb-press is unknown at this time. The returned sample exhibiting print-related defect and a cracked barrel was visually inspected. The damage to the syringe barrel is noted to be severe and likely occurred prior to printing. The printing on the barrel appears to be skewed due to the irregularities of the barrel surface. Probable root cause for the cracked/crushed barrel is likely to be a jam on the feeder bowl into the printer, which can cause gross damage to the barrel prior to the part running through the printer. A review of the device history record was completed for batch# 8057901. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200744957, 200744968, 200745195] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking missing, foreign matter on barrel and plunger rod broken on lot # 8057901. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing scale markings, cracked barrel, broken plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringes were missing scale units. There was no report of exposure, serious injury, or medical intervention.